Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The device was implanted. The final implant depth was measured at 5mm for the non-coronary cusp (ncc) and 4mm for the left coronary cusp (lcc). The patient's gradient was 5mmhg. A post-balloon aortic valvuloplasty (bav) was performed with a 18mm balloon. No perivalvular leak was noted on the procedure table. On the same day the patient presented with paralysis in the left foot. A computed tomography (CT) scan was done on the brain and no cerebral infarction was noted. The physician stated a transient ischemic attack may have occurred. The patient was referred to physical therapy rehabilitation to treat the foot paralysis. The following day the patient had a trivial perivalvular leak that required not intervention. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leak, movement disorder, and transient ischemic attack was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indications that the final implant depth was measured at 5mm for the non-coronary cusp (ncc) and 4mm for the left coronary cusp (lcc). The patient's gradient was 5mmhg. A post-balloon aortic valvuloplasty (bav) was performed with a 18mm balloon. On the same day, the patient presented with paralysis in the left foot. The physician stated a transient ischemic attack may have occurred. The patient was referred to physical therapy rehabilitation to treat the foot paralysis. Based on the information received, a root cause of the reported perivalvular leak and transient ischemic attack could not be determined. The report movement disorder was due to transient ischemic attack (stroke). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.